Event description:
The customer states that a patient sample generated an initial falsely elevated potassium assay result of 6.8 mmol/l on the architect c16000 analyzer. The sample retested at 4.3 mmol/l. No suspect results were reported from the lab. There is no reported impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.